Event description:
"Patient was having periods of non-capture at (B)(6) 2011. Lead was examined using fluoroscopy and a defect was noted in vicinity of suture sleeve." This lead was programmed unipolar until it was explanted and replaced on (B)(6) 2012.